Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4310163. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, retention panels from the complaint batch and control panels were tested using in house isolate k. Pneumoniae ssp ozaenae enf (B)(4) on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolates correctly, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 two (2) patient isolates that were misidentified. The user noted that one (1) isolate was identified as k. Pneumoniae subspecies (subsp) ozaenae but this subsp is rare in USA and the user did not have travel history therefore, reported the isolate as k. Pneumoniae instead. The second isolate was identified as shigella flexneri, but the isolate was a lactose fermenter, however the user note that shigella is not lactose positive. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 two (2) patient isolates that were misidentified. The user noted that one (1) isolate was identified as k. Pneumoniae subspecies (subsp) ozaenae but this subsp is rare in USA and the user did not have travel history therefore, reported the isolate as k. Pneumoniae instead. The second isolate was identified as shigella flexneri, but the isolate was a lactose fermenter, however the user note that shigella is not lactose positive. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.